Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed ¿pairing with sensor¿ and failed to connect to a dexcom g7 sensor, after which the g7 application displayed a ¿replace sensor¿ notification and the patient was advised to replace the sensor. Symptoms included no glucose data available on the ilet. Outcomes included temporary interruption of automated insulin dosing due to lack of cgm data. Investigation included troubleshooting with the user, education on sensor replacement, and review of device connectivity behavior. Investigation of this case revealed a pairing/connectivity failure between the ilet and the cgm sensor consistent with a nonfunctional or expired sensor requiring replacement; the device components implicated were the cgm sensor and wireless communication interface. It was concluded, based on previously established findings for similar reports, that the cause was user/system interaction resulting in unsuccessful cgm pairing and a sensor issue prompting replacement.